Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 37 and 94mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.meters were replaced at customer's request. Strips are not expected to be returned.